Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood transfusion IV tubing leaked. Prbc blood bag punctured with tubing and tubing placed into IV pump to prepare to prime IV tubing before connecting to patient's IV site. Blood began to leak from IV pump at the location of the small green clamp, dripping on the floor, while priming in process. Priming stopped at this time. Clamped all clamps on tubing immediately. Direct care rn called charge rn to come to bedside. New tubing was attached to the unit of prbc's as blood had not been compromised, and patient received full unit of blood prior to the four-hour expiration window. No injury reported.